Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been investigated in our service department at laboratórios b.braun s.a., são gonçalo, brazil: the usage history extracted from the equipment and saved in files in excel format. On 05/26/2023 there is no record of use of the equipment. On (B)(6) 2023, an infusion of carb500 was scheduled in 01 hour. The record shows that the infusion occurred exactly as scheduled. Starting at 16:09:56 and ending at 17:09:57. Total amount infused volume of 500ml. To verify the performance of the equipment, we performed a functional test using the same programming in use at the time of the adverse event. Equipment appears normal as used. In the history of equipment use, there is no evidence of error or lack of infusion. The result of the functional test indicates that the equipment is working according to the accuracy specified for it. Unconfirmed technical complaint. At the time the complaint was initiated, b. Braun attempted to obtain samples and additional information concerning the case.

Event description:
As reported by the user facility information by bbm sales organization in brazil: "the drug wasn´t infused." According to the customer: "I request an evaluation in the infusion pump, the infusion was scheduled in 01h (one hour) according to institutional protocol. Drug: carboplatin. At the time of installation, everything was fine, the equipment was functioning normally, but during the nurse's visit to the box after 40 min of the theoretically infusion, he checked that the drug wasn´t infused."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.